Event description:
It was reported that during npwt for gluteal pressure ulcer utilizing a renasys touch, the pump didn't generate any alarm when the leakage caused by lifting the dressing occurred. The doctor did not realize the leakage until the time for dressing exchange, and it caused the wound infection with the feces from the gap between the site and the dressing. The npwt was stopped due to the infection.

Manufacturer narrative:
Investigation results: the device was sent to our technical centre so an evaluation could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications. A review of the associated manufacturing assembly records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. It cannot be determined based on the limited information provided whether the patient's infection was directly associated with the report of the device failing to alarm, or whether other concomitant factors may have contributed to the reported issue. Therefore, based on insufficient information, a thorough clinical assessment cannot be rendered.